Event description:
It was reported the patient was having problems with their stimulation. It was noted the patient had stimulation in the wrong location and it had been that way since the time of implant. It was further noted the patient had been in for reprogramming 4-5 times. The reporter stated they had gone in to see the manufacturing representative every four weeks for reprogramming. The reporter further stated they had been getting stimulation in the abdominal area especially on the left side. It was noted the patient stated that when they did the trial they felt better and it worked well. It was further noted the manufacturing representative kept saying they did not understand why. The reporter stated they told them that they tried everything. The reporter further stated the last they had heard was that the healthcare professional was going to see if the lead was up too high in the spinal area or they thought about changing the lead, but they had not head back for over a month. The reporter stated it did not whether adaptive stimulation was on or not and they could not get the left side to do anything. The reporter further stated that when they try to program the left side the stimulation was all in the abdominal area on the front and side of the body. It was noted the patient stated the device was not working. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
Additional information received reported that the patient did not have 50% pain relief and the cause of the event was not determined. It was noted that reprogramming was needed and an x-ray was performed by the physician. It was unknown if the patient was receiving effective therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the device did not provide the pain control that the patient needed and they also had found that they did not need the stimulation as much so they had their system removed. They also had pain and achiness at the implant sites for the stimulator and the wires. The patient was indicated for spinal pain.